Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 320 mg/dl at the time of incident. The customer stated that he had related blood glucose readings of 473 mg/dl to 384 mg/dl. The customer declined to troubleshoot for the high blood glucose. The customer stated that he was working with his new settings. The customer mentioned that he received a calibration error alarm and a sensor error alarm. The insulin pump will not be returned for analysis.